Event description:
It was reported by repair work order that the fowler was drifting. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the fowler was drifting. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental report submitted with updated product information and serial number, and results of evaluation. It was determined the cause for the drifting fowler was a damaged fowler actuator.